Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a patient notification alert, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made. Patient was doing well.